Manufacturer narrative:
On (B)(6) 2021, the product investigation was updated. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 300cc breast implant was found to be ruptured. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/31/2019, mentor became aware that psr submission ip-00500198 was a duplicate of this report. All further supplemental reports will be submitted under this manufacturer report number. Per psr submission (B)(4), the patient's dob was updated to (B)(6) 1989. In addition, the product investigation of the returned device was also conducted. On 11/19/2019, the product investigation was completed. Device investigation summary: upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device. Gel was observed on the shell surface. Upon visual examination the device was severely rented. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. A manufacturing record evaluation (mre) of lot number 7467749 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: 300cc mentor memorygel breast implant catalog: 3503004bc lot: 6727444 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation with two 300cc mentor memorygel breast implants, experienced left side deflation post-operatively. As a result, the patient underwent bilateral removal and replacement with two 425cc mentor memorygel breast implants on (B)(6) 2019.

Manufacturer narrative:
On 7/19/2019, mentor became aware that the patient was also had bilateral dissatisfaction with procedure outcome and also underwent removal of the right side implant due to this. The right side implant will be reported under 1645337-2019-17265. This medwatch form is for the left breast prosthesis. Manufacturer¿s reference number: (B)(4).